Event description:
The ge oec 9800 fluoroscopy system had a crescent shaped artifact on the displayed image.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the image intensifier was partially illuminating without x-ray. The failing image intensifier was replaced. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.